Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (2,000mcg/ml at 480mcg/day) via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. The patient's medical history included scoliosis, autonomic dysreflexia, neurogenic bladder, hypoxic ischemic encephalopathy (hie), autonomic dysfunction with tachycardia and hypertension, and epilepsy. On (B)(6) 2015 during a pump replacement procedure, they could not aspirate back fluid from the catheter. At that time, the surgeon chose not to replace the catheter and check it later. They checked it again a couple of months later and they still could not aspirate the catheter. The reporter had not noticed any difference with the patient's therapy since the pump replacement. The patient took oral baclofen; he first started taking 10 mg and was up to 15 mg 3x per day and they hadn't seen any more relaxation since the oral baclofen was added. There had never been any volume discrepancies at refills that the reporter was aware of. The next refill was due on (B)(6) 2015. The reporter planned to follow-up with the patient's hcp (healthcare professional). Additional information was received from an hcp on (B)(6) 2015. It was noted that the patient had no withdrawal symptoms. They were continuing with current management. The patient was a highly complex patient with increased risk of complications. The cause of the inability to aspirate csf (cerebrospinal fluid) was unknown.